Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
The patient fell off a trampoline and hit his head on the concerned left side. At the time of the fall, there was a noticeable gash anterior to the implant area with blood discharge. The wound was glued together at the hospital. The patient was re-implanted. Per device explantation report, the device was found slightly rocked and shifted from the original placement.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient fell off trampoline and hit his head on the left side. At the time of the fall, there was a noticeable gash anterior to the implant area with blood discharge. The wound was glued together at the hospital.